Manufacturer narrative:
Visual examination of the provided pictures identified a piece has fractured off. The fragment is not shown in the picture. No further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint can be confirmed based on the provided picture showing the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad tip broke during sterilization. This event did not occur during surgery. Attempts have been made and all available information has been provided.